Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the patient¿s device was in a power on reset (por) condition when they wrecked their car. The manufacturer representative was told by the patient that they blacked out, and the patient¿s son stated that they felt the patient was having a seizure the night before. It was confirmed that the patient¿s stimulation was not on or working when the patient got in the motor vehicle accident. The manufacturer representative turned on the patient¿s stimulation at the hospital. It was reported that the patient¿s ¿battery was coming out of their chest¿ because of the airbags hitting it. Impedance checks were ran after the stimulation was turned back on and it was noted that all were within normal range.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the following change in therapy: shocking. It was stated they were on their way to meet the manufacturer representative (rep) when they were in a motor vehicle accident. The rep came to the hospital and did integrity check on the device. During that time, the patient stated they were getting shocked very badly and then it quit. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were trying to get a gray area from out of their way that cost them totaling out their (B)(4) truck they just bought. It was stated if they weren't going to that (B)(6) and was told to go to the healthcare professional, they would had someone drive them to a medical facility. It was noted the consumer was supposed to meet a manufacturer representative at a (B)(6) to have stimulation turned on or set and to keep charging while driving to the (B)(6) on (B)(4) 2016. The consumer mentioned they received a patient programmer antenna from the manufacturer. It was noted the consumer was working with an attorney for their (B)(6) company for their injury at work where their face and side of their head was crushed in 2004. They stated the stimulator was implanted due to the accident at work. The consumer reported they were being overstimulated while driving to the (B)(6). It was also stated they were electrocuted a few times by the manufacturer representative with the device on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.